Event description:
The customer reported a bluish liquid leak under the beckman coulter, lh 500 hematology system. The customer also reported a sheath psi alarm. The customer technical support (cts) representative stepped through a standard troubleshooting protocol and loose connection to the pinch valve (pv) 22 was found. The tube was connected and the leak was resolved. The root cause for the leak is attributed to the loose tubing. There was no affect to patient results or harm to the operator with this event. However, on a recur the operator may be exposed to biohazardous material.

Manufacturer narrative:
Beckman coulter's internal identification number is (B)(4).